Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed. Analysis of the device indicated the anterior cuff detached from the anterior needle, which can appear to the operator as a suture break since there will be no suture present after removing the needle plunger. In addition, one of the anterior cuff tabs measuring one one-hundredth (0.01) of an inch square was broken off and was not returned with the device. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, the suture broke. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch, returned device analysis revealed one of the three anterior cuff tabs was broken off and was not returned with the device. A cuff tab measures one one-hundredth (0.01) of an inch square. The location of the cuff tab is not known. The physician was contacted and indicated he was aware of the incident at the time of the procedure. No complications were reported after the vessel closure procedure. No additional post procedure orders for additional treatment were noted after the vessel closure procedure. No additional information was provided.